Event description:
The iab was inserted into the patient on 8/18/97 at 1:15 p.m. And removed on 8/20/97 at 8:45 p.m. The iab did not malfunction. Originally it was reported that the patient expired in the hospital as a direct result of the iab therapy. Further information was reported by the contact stating that the patient's death was not a direct result of iab therapy. (Event complications: the patient expired - reported 11/10/97.) (Pt's current status: expired - rpt'd 11/10/97.)